Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The pse recommended replacing the flow sensor module. No parts returned to failure investigation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator air flow is out of specification. Patient/user involvement: the ventilator was not in use on a patient at the time of the event occurred.